Event description:
It was reported that the patient had a vagus verve stimulation (vns) system that used to treat seizures. The patient had a seizure the prior night and the magnet that was used for the vns was laid near the pump and then got stuck on the pump. It was unknown how long the magnet was stuck. No alarms were heard and the patient was not having any symptoms at the time of report. It was reported 4 days later that the patient had more seizures and bad stomach issues (pain). The pump was making the patient sick since it was implanted. It was noted that the patient¿s friend or family member reported that the patient¿s neurologist consulted with another health care professional and they recommended to turn pump off and the consumer did not know if that was possible. The pump was used to infuse baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient had a history of seizure disorder prior to pump implant. Once the pump was implanted, within two weeks the patient¿s seizures were worse and he had a ¿tummy issue.¿ the implant date of the vagus nerve stimulation (vns) system was not reported. The patient¿s stomach could not digest anything. There were not more than two seizures. The reporter noted it was ¿not that big of a deal.¿ the patient was seen by a physician. The pump had stopped and restarted again. It was not known how long it took to recover. The patient was under observation for seizures but it was nothing special as he had a seizure disorder. The patient was no longer receiving intrathecal baclofen therapy. The pump was stopped about a month and a half ago and was going to be explanted. There was nothing wrong with the pump, it was just not a good fit for the patient¿s stomach and seizures issues.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).